Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the sensor experienced a sensor anomaly. The caller stated that he always bled at the sensor insertion site. He indicated that there was a lot of blood at the site and was advised to try other areas on his body. The caller stated that he had 3 sensors that made him bleed and that he had another sensor that had a missing electrode upon removal. The customer's blood glucose was 9.7 mmol/l. The customer was advised to replace the sensors and was advised to return the sensors for analysis.